Manufacturer narrative:
Additional information: unique identifier (UDI) #: (B)(4). The product was returned with the membrane completely unfolded and heavy blood was observed in the interior and on the exterior of the catheter. The extracorporeal tubing, extender tubing, statguard, and pressure tubing were returned. Four kinks were observed on the catheter tubing at a range of 73.4 cm to 76.2 cm from the iab tip. A 12.95 cm competitor sheath was covering the membrane at 4.57 cm from the rear seal with a kink located at 4.32 cm from the tip of the sheath. The evaluation confirms the presence of a kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00189, a kink was found that was unrelated to the reported leak failure mode. There was no patient involvement.

Manufacturer narrative:
Full event site name: (B)(6) medical center. The initial reporter named in is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The product was returned with the membrane completely unfolded with no blood visible on the catheter. A catheter tubing kink was observed near the y-fitting at approximately 75.9cm from the iab tip. The evaluation confirms the presence of a kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. A device and lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00189, a kink was found that was unrelated to the reported leak failure mode. There was no patient involvement.